Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. It was also reported that the customer was hospitalized for high blood glucose levels due to the frequent no delivery alarms. Nothing further was reported.